Manufacturer narrative:
The log file analysis revealed that - immediately after switching from manual to automatic ventilation at the beginning of the procedure in question, the device detected two instances of a motor encoder check error and posted the observed "ventilator fail" alarm. To prevent from undefined motor behavior the automatic ventilation is shutdown in such case. As specified for such failure condition the case could be completed by means of manual ventilation and, no patient consequences have occurred. It turned out that the same error condition was already detected once on the previous day during a leak test but could be solved by power-cycling. The consecutive self test was then passed without further occurrence of this error condition. The returned motor showed a disturbed signal of the incremental encoder which explains the reported behavior. This is the first time that this type of motor was failing due to such condition. As the motor was already replaced in follow-up of the event and the anesthesia device passed all tests without observations, no further actions are considered necessary.

Event description:
(B)(4).

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow-up report.